Event description:
The reporter stated that the surgeon inserted an aq2010v three-piece silicone lens. The lens haptic tore, upon insertion into the eye. The incision was enlarged and the lens was cut into pieces to remove from the eye. No sutures were required to close the wound.